Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad for the past 3 to 4 months. The blood glucose reading was 78 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump has minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing end cap sticker.